Manufacturer narrative:
Additional information received and reported indicating that the origin of the stability problems has been identified. The 2.0mm knife (other manufacturer) used for the main incision was the cause. There is no reported defect or fault with the console. No further reports will be reported under mfg report num.2028159-2023-01292. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported indicating that the origin of the stability problems has been identified. The 2.0mm knife used for the main incision was the cause. There is no reported defect or fault with the console. The file is not to be considered a reportable malfunction because which indicated that the customer did not at any time suspect that the console was the cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery while using an ophthalmic operating console the anterior chamber of the eye was not stable. The situation was improved by disabling active sentry feature of the console. Patient impact were not reported.